Event description:
Reporter alleged high blood glucose readings of > 200 mg/dl for a month. It was stated customer obtained a result of 391 mg/dl compared back to back to the hospital meter measurement of 119 mg/dl. Customer stated not having high glucose symptoms and went to the hospital emergency room as a result. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.